Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08687 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 420 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with bolus. Based on customer reported customer did not allege insulin pump was under delivering. Customer was using auto mode. The device will be returned for analysis.